Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 518 mg/dl. Reportedly, customer delivered correction injection via manual insulin therapy to address the elevated bg.